Manufacturer narrative:
This is a final report. The original product problem that precipitated the need for product replacement was a blank screen issue. This issue has already been reported as a malfunction under MDR number: 2954323-2016-00628, submitted on february 1, 2016. The customer's products have been returned and an investigation has determined the complaint was not confirmed. The final MDR for the blank screen issue has already been submitted under MDR number: 2954323-2016-00628, follow-up 1 submitted on february 11, 2016. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's husband reported a delivery issue involving an adc blood glucose meter replacement, noting they had only received the return kit, but not the meter. Caller further reported that on (B)(6) 2016 around 10:00 am customer experienced an "upset stomach, weakness and dizziness," but because she did not have a meter she could not perform a test. Caller took customer to a local hospital to see her healthcare provider. At the hospital a reading of 400 mg/dl was received on the hcp meter, customer was diagnosed with hyperglycemia and treated with glyburide and levemir insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction/additional information. MDR 2954323-2016-00915 submitted on february 17, 2016 did not have the product problem box checked in section b-1. The MDR should have had both the adverse event box and the product problem boxes checked. Section b-1has been updated to reflect the correction.

Manufacturer narrative:
This serves as a correction/additional information. MDR (B)(4). Submitted on (B)(6), 2016 did not have the product problem box checked in section b-1. The MDR should have had both the adverse event box and the product problem boxes checked. Section b-1has been updated to reflect the correction.